Event description:
The manufacturer received information alleging a trilogy 02 "ventilator service required" alarm condition occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the reported issue was not duplicated during an operational check. Error codes related to a decline in the battery life, due to use was recorded in the event log. The device's internal battery was replaced to address the issue. The device failed a test step during testing. Therefore, the system pca was replaced to address the issue. In addition, the motor blower assembly, o2 pm1 kit, stirring fan foam and 43-micron filter was replaced as preventive maintenance.